Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open low anterior resection (lar) procedure, while open stapler was being applied to the rectal stump closure, the stapler partially fired. Incomplete staple line and a leak after firing the stapler were noted. Surgeon has to "reoperate" the patient. The surgical time was extended by thirty minutes or more due to the product problem. In order to resolve the issue, suturing was done. As reported, patient has no injury.